Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip was stuck in the chordae and deployed on one leaflet and chords. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Three clips were implanted at a2p2, with minimal impact to the mr. The fourth clip delivery system (cds) was advanced to the lateral segment of a2p2. Once the cds was passed under the valve, it appeared to have limited motion and be entangled in the chordae. Visualization was challenging due to the previously implanted clips and patient anatomy. After several grasping attempts it was determined that a quality grasp would not be possible. An attempt was made to retract the clip to the left atrium, but the clip was stuck on the chordae. Another grasp was attempted, but only the posterior leaflet was grasped; therefore, the clip was deployed only on the posterior leaflet. No further clips were attempted and the mr remained at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported failure modes appear to be related to patients anterior mitral valve leaflet flail. The patient effects are a result of the procedural conditions. The reported patient effects of mitral regurgitation (mr) and foreign body in patient is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.